Event description:
A device report received from (B)(4) indicates a hospital in (B)(6) reported: pt status spot implantation of matrix polyaxial screw, implanted on an unk date was returned to operating room on (B)(6) 2011 for revision surgery. One l5 screw was located too medially. During the surgery, the locking cap was stuck and the surgeon need to use several instruments to loosen the cap. The cap was loosened, the screw was removed and replaced and the procedure was completed.

Manufacturer narrative:
The investigation could not be completed, no conclusion could be drawn as product is starting the eval process.